Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain 4) alarm. The patient was not connected at the time of the alarm, this occurred after peritoneal dialysis therapy was completed. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) discussed the home patient¿s (hp) programming, cycle four ultrafiltration (uf) was noted as 2107 ml while cycle three, two, one uf values were -163 ml, -75 ml, -198 ml respectively. The tsr explained the alarm to the hp and helped them clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the iipv could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.